Event description:
It was reported that pump displayed malfunction alert and customer experienced high blood glucose, with a recorded value of 520 mg/dl. Customer gave correction insulin by injection, did not require help from a third party, and used multiple daily injections as backup therapy. Technical support assisted with pump reset, determined that malfunction alert returned, and arranged replacement pump.